Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the orange portion of the product was stuck down. Blood leaked out despite the patient's PICC line being clamped. The needless connector was changed, and there's no report of patient harm.